Manufacturer narrative:
One controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed at the bench level during failure analysis. The controller's liquid crystal display (lcd) was not functioning as expected; pixels were missing horizontally throughout the display. The lcd display module was replaced with a known working one and the results revealed that the controller was able to display all pixels correctly. The controller lcd display failure was most likely caused by a faulty lcd display module. The manufacturer is investigating defective lcd displays.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual instructs users to return any damaged components to heartware. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during pump exchange on (B)(6) 2017, the backup controller lcd screen was not displaying the full patient parameters due to several pixels not working. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.